Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
The field service engineer (fse) was unable to confirm the front top cover falling from the fully extended position, but while testing the tension of the top front cover hinge, the fse did observe the cover intermittently failing to remain in the half way opened position. Through normal troubleshooting procedures, the fse performed top cover counterbalance adjustment and set the correct tension to the top front cover hinge. A review of the analyzer serial number (B)(4) service history was performed, and the review did not identify a contributing factor on or around the date of the event. The architect system operations manual provides the operator adequate information regarding the operational precautions and limitations, the hazards, and the performance of daily maintenance. The safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against mechanical hazards. No adverse trends for replacement of the top front cover hinge and or the top front processing cover were identified. Based on this evaluation, no product deficiency was identified.

Event description:
The account stated that when performing daily maintenance on the architect i2000sr, the front cover started to fall down. The operator moved away from the front cover. No operator injury was reported.